Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: was there any issues noted with staple formation in the primary procedure? How many times was the device fired? What color reloads were used? Was a blood transfusion required? If so, please specify the amount. Were clips used in the surgical procedure? Were staple lines crossed? Please describe the staple form in the hepatic bundle during the reoperation. Were they malformed? What is the current patient status?

Event description:
It was reported that after a right hepatectomy procedure, information given by cns: "patient went to pacu following surgery then crashed and came back to the ot. The registrar said the staple line across the hepatic bundle had failed and there was active bleeding. Patient lost a lot of blood but is ok now."

Manufacturer narrative:
Tracking # (B)(4). Date sent 3/30/2016. Additional information requested and received: were there any issues noted with staple formation in the primary procedure? No. How many times was the device fired? What color reloads were used? First use vascular. Was a blood transfusion required? If so, please specify the amount. Yes several units. Were clips used in the surgical procedure? Were staple lines crossed? No not in port a and no crossing. Please describe the staple form in the hepatic bundle during the reoperation. Were they malformed? Don¿t know. What is the current patient status? Well.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.